Event description:
Event description boston scientific received information that this pacemaker had several very noisy stored tachycardia electrograms (egms). The egms did show inhibition of right ventricular pacing due to the noise. This level of noise could not be reproduced when the patient was in the clinic. Some noise was evident on the right ventricular lead when the patient performed isometrics; however, it was not the level of noise stored on the egms. All lead measurements are normal and remain unchanged. The patient is not symptomatic and they were unanable to correlate any of the stored events with any patient activity. No adverse patient effects were reported.